Manufacturer narrative:
H.6. Investigation: no photo or product was returned by the customer. The customer complaint that 2000e is not flushing properly and requiring more flush could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). A device history record review for model 2000e lot number 21095980 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21095980 regarding item #2000e. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10

Event description:
It was reported bd alaris smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "...is not flushing properly and requiring more flush"

Event description:
It was reported bd alaris smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "...is not flushing properly and requiring more flush".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.